Event description:
It was reported that a perforation was located in the mid to distal left renal artery. A 3.0 x 12 mm graftmaster stent was successfully implanted in the distal part of the artery, in an area that had a smaller diameter than the mid to proximal part of the artery. The 5.0 x 16 mm graftmaster stent was then attempted to be placed in the mid portion of the artery, however, it could cross. A 4.0 x 16 mm graftmaster stent was able to cross and was successfully implanted to completely cover the area of extravasation. The procedure was successful and the patient was reported to be stable. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported the graftmaster was used in an attempt to treat a perforation in the left renal artery. It should be noted in the indications for use section of the graftmaster instructions for use (IFU) states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. The treatment in the renal artery did not contribute to the reported event as the hemorrhage was pre-existing and the graftmaster was used in attempt for treatment.

Manufacturer narrative:
(B)(4): indication for use (used in renal artery). The device was discarded. A follow-up will be submitted with all relevant information.